Event description:
Additional information received reported as of december 2008 the pump was being used to deliver compounded baclofen. No further information was reported.

Event description:
It was reported that the patient had two malfunctions on her pump. It was noted that it was ¿in the area that they just don¿t see ever malfunctions before,¿ and ¿it¿ didn¿t show up on any of the tests. This event occurred about four years prior to the date of this report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, lot# n183264002, implanted: 2009-(B)(6), product type catheter product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), product type catheter. (B)(4).